Event description:
IN 2008, A BABY GIRL WITH DOWN SYNDROME AND A MEDIUM SIZED PATENT DUCTUS ARTERIOSUS (PDA) UNDERWENT ATTEMPTED TRANSCATHETER OCCLUSION OF THE PDA. ANGIOGRAPHY SHOWED A TYPE A DUCTUS, WITH THE NARROWEST DIAMETER OF 2.5MM AND A LENGTH OF 4.5-5.0MM. IT WAS DECIDED TO USE A 5-4 AMPLATZER DUCT OCCLUDER, CONSIDERING THE PATIENT WAS TOO SMALL AND THE LENGTH OF THE PDA WAS TOO SHORT FOR A BIGGER DEVICE. THE DEVICE WAS PLACED AND AFTER A FEW ANGIOS CONFIRMING THAT THE DEVICE WAS IN THE RIGHT POSITION, THE DEVICE WAS RELEASED. WHILE PREPARING THE POST CLOSURE ANGIO, THE DEVICE MOVED TOWARDS THE AORTA. SUBSEQUENTLY A BIGGER SHEATH WAS PLACED FROM THE VENOUS SIDE, THROUGH THE DUCTUS, INTO THE DESCENDING AORTA AND SNARED THE DEVICE AND PULLED IT OUT. AFTERWARDS THE DUCTUS WAS MEASURED AGAIN TO CONSIDER CLOSING IT WITH A 6-4 AMPLATZER DUCT OCCLUDER, BUT IT BECAME CLEAR THAT THE DEVICE WAS TOO BIG FOR THE PATIENT AND IT WOULD PROTRUDE INTO THE AORTA OR THE LEFT PULMONARY ARTERY ORIGIN. THE PROCEDURE WAS ABANDONED AND THE PATIENT WILL RETURN WHEN THE HOSPITAL HAS A SMALLER DEVICE AVAILABLE.

Manufacturer narrative:
THE DEVICE WAS RETURNED FOR ANALYSIS AND WAS DECONTAMINATED. THE DEVICE WAS MEASURED. ALL MEASUREMENTS WERE WITHIN SPECIFICATION. MICROSCOPIC EXAMINATION REVEALED NO DEFECTS.

Manufacturer narrative:
"Review of the images by AGA's Medical Consultant resulted in the following findings:This is a relatively small patient who had a long and tubular patent ductus arteriosus (PDA). During the first cardiac catheterization, the anatomy and configuration of the PDA is very ill-defined; either the patient had pulmonary hypertension or not enough contrast was injected. The 5-4mm AMPLATZER Duct Occluder was attempted; however, the initial angiogram showed the whole device in the aorta. The device was then retracted and redeployed. Subsequent angios gave a false impression that the tapered portion of the device is in the PDA, and again demonstrated the tapered portion of the device is protruding into the descending aorta. The device was released from the cable, with the majority of the device in the aorta. Later, the device embolized and had to be retrieved.The results of this investigation revealed the AMPLATZER Duct Occluder embolized due to improper placement. TheAMPLATZER Duct Occluder Instructions for Use warns that embolized devices should not be withdrawn through intracardiac structures unless they have been adequately collapsed within a sheath. It is a possibility that an injury occurred to the patient's ductus, however, it cannot be determined as the ductus is not seen well on the initial angiogram."

Event description:
THE PATIENT RETURNED TO THE CATH LAB FOUR WEEKS LATER TO ATTEMPT TO CLOSE THE DUCTUS. THE ANGIOS SHOWED THE DIAMETER AND THE LENGTH OF THE DUCTUS INCREASED SIGNIFICANTLY IN RELATION TO THE PREVIOUS ANGIOGRAMS. IT WAS POSSIBLE THAT THE DUCTUS WAS RUPTURED IN THE PREVIOUS PROCEDURE, AND THAT PART OF THE CURRENT LUMEN WAS A PSEUDOANEURYSM. WITH THE SIGNIFICANT CHANGES IN THE ANATOMY OF THE DUCTUS, IT WAS DECIDED TO CLOSE IT WITH A 6-6 MM AMPLATZER DUCT OCCLUDER II, BUT IT WAS NOT POSSIBLE TO FIT IT WELL IN THE DUCTUS. THEREFORE, THIS DEVICE WAS REMOVED, AND A 6 MM AMPLATZER VASCULAR PLUG II WAS IMPLANTED AND FIT WELL IN THE DUCTUS, CLOSING IT COMPLETELY AND INCLUDING THE "ANEURYSMATIC" CENTER, WITHOUT PROTRUDING INTO THE AORTA OR INTO THE PULMONARY ARTERY. FOLLOW-UP ECHOCARDIOGRAM SHOWED NO RESIDUAL LEAK AND NO EVIDENCE OF PROTRUSION OF THE DEVICE INTO THE PULMONARY ARTERY OR THE AORTA.